Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that there was there was small foreign material inside of the sterilization pack of the me2 device, and it was not possible to use it. The product was replaced with another one. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. A particulate could be observed near the seal inside the packaging. A review of packaging procedure was performed. The particulate observed in the packaging fell within the acceptable standard per the procedure. A review of manufacturing records found no discrepancies then the device was released to stock. Based on the evaluation, no failure has occurred. This appears to be a customer preference issue. The device conformed to specification. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The previously filed report omitted the date of product return. This report has been updated with the corrected information.